Event description:
Information was received that a smiths medical tracheostomy was noted to have fungus like substance in the tube. The tracheostomy tube was changed out, and no patient adverse effects resulted.

Manufacturer narrative:
Device evaluation: one portex tracheostomy sample was received for investigation in used condition without its original packaging. Immediate visual inspection found no issues or damage. Next, the returned sample was inflated using a syringe and the product was submerged under water and no leakage or issues were found. To further investigate the issue, relevant documents were reviewed and deemed adequate. Additionally, the cuff assembly operation and inflation line assembly were reviewed with no discrepancies. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. A review of the manufacturing process was also conducted and was considered adequate and correct. Based on the evidence and testing, the complaint allegation was not confirmed. No fault was found with the returned sample.